Event description:
Status indicator displays "do not use." Found during test.

Manufacturer narrative:
A follow-up report will be submitted after welch allyn's engineering dept has finished the evaluation of the device.